Event description:
Additional information was received that a device firmware download was performed which restored the rf telemetry to resolve the event.

Event description:
During an in clinic follow-up, the device was unable to communicate via rf telemetry. However, the device was able to be interrogated using inductive telemetry. Technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.